Manufacturer narrative:
The event was originally reported as the screw stripped out of the tibia during trialing. After receiving more information, it was found the screw was stripped during surgery. The device was not returned to djo surgical for examination. A review of the device history record for all devices showed no discrepancies in manufacturing or processing of these parts. The mating threads on all subject parts were inspected and within original manufacturing lots, accepted and suitably documented as such. A review of the product complaint report history was conducted and no instances were found within these product lines relating to damaged threads or difficulty assembling implants. The root cause of the screw becoming stripped cannot be determined with confidence. Stripping of the tibial female threads could be due to a variety of factors: cross threading, damaged threads, debris, or improper level of torque being applied in assembling.

Event description:
The surgeon tried two inserts to seat in baseplate. Both would set but screw stripped out of tibia. The surgeon implanted second poly.